Event description:
On (B)(6) 2011, the vns treating neurologist reported that the vns patient had high impedance of greater than 10,000 ohms. The patient's device was thus disabled. The patient had been in the hospital for an MRI and prior to the MRI diagnostics were performed on the generator and that was when the high impedance was discovered. The MRI was not performed. The patient's mother reported that over the last (B)(6) weeks, the patient does not have his normal cough with magnet stimulation. They also have notice an increase in absence episodes. About (B)(6) weeks ago the patient broke his nose when he hit himself in the face with a toy, the nurse and mother are not sure if he had any trauma to the chest from this. They noticed that he has been grabbing behind his left ear since the nose episode. The neurologist later reported that the patient's increase in seizures are due to loss of therapy from the high impedance. The patient has had an increase in little episodes like absences and jerking but has not had any grand mal seizures. X-rays were received by the manufacturer that were taken on (B)(6) 2011. Review of the x-rays revealed no gross lead discontinuities or sharp angles in the lead portions able to be visualized. However, an unpronounced lead fracture cannot be ruled out. Also, whether the lead wires were intact at the connector pin and whether the lead connector pins were fully inserted into the connector block of the generator could not be assessed because that portion of the generator could not be fully visualized in the x-rays. There also appeared to be a portion of the lead behind the generator that could not be assessed. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.